Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedance measurements less than 200 ohms during attempted implant. An additional rv lead was attempted and also exhibited low out of range pacing impedance measurements less than 200 ohms. A third rv lead was implanted and connected to the ICD and pacing impedance measurements were noted to be within normal limits at 775 ohms. This rv lead was attempted, but not implanted. No adverse patient effects were reported.